Manufacturer narrative:
Submit date: 7/12/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze. The customer reports that the gauze 4x4's in their retrograde packs frequently have fraying edges and "flake" off little bits of thread.

Manufacturer narrative:
The lot number 160b4372 provided with this complaint is an invalid lot number, therefore it was not possible to complete a review of the device history record (DHR). Nine unpackaged sponges were received for evaluation. A visual examination of the samples revealed 8 of the 9 samples contained raw edges. Most of the raw edges were from the cut edge of the gauze in which the cut edge protruded from the fold. These raw edges were less than 0.063 inch in size. Two of the samples contained flags in which the folded end of the sponge came slightly out which allowed the cut edge to become unfolded. During the visual examination of the sponges it was also found that the gauze did contain linting/short fibers that ranged from 1mm to 0.063 inch in size. Approximately 10 short fibers were found from the 9 sponges. The returned product did not meet quality release specifications. The raw edges were caused by an improper machine drum set up which allowed the cut edge of the gauze to protrude and stick out of the folded sponge. The lint/short fibers were caused within the slitting process in which the vacuum suction was not strong enough to remove the excess fibers after the gauze was cut into slits. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As part of the in process visual inspection requirements are met for inspection of raw edges and linting/contamination. The returned product would not meet quality control release specifications in its current condition. The process has been updated to address requirements needed to inspect tape used for gauze slipping during the machine set up. An existing formal investigation action is being taken to address this condition of linting. A corrective and preventative action (CAPA) was opened because of linting/short fibers and is currently ongoing. The 6m process gave the team four different action items to implement to address the nonconformity of short fiber/ linting. The action items below will be implemented prior to the implementation date and will allow the CAPA to meet its effectiveness goal set hence forth. The existing piece of equipment for measuring the amount of short fibers does not perform as intended, and is very outdated. A modern piece of equipment will be investigated and will determine if a quantifiable measurement of fibers is feasible. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuum. Determine if mean time to fail on the knife blades can be determined for the blades on the tenters where the gauze cut and develop limit samples for wear, implement inspection frequency for wear, and determine when to change blades and how to document activity. Although this CAPA is specific to the vistec product codes, the preventive action is being performed for all gauze products. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Quality alert to provide an increased awareness was performed to ensure containment for the reported condition.